Event description:
Reference number (B)(4). Event occurred in canada. It was reported that, the patient experienced issue with 3 infusion sets cannula being crimped on (B)(6) 2024. The issue occured 3 or more hours after insertion, that led to an increase in blood glucose level of 26 mmol/l and treated it with correction bolus via multiple daily injections. The site of insertion was located at abdomen. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 3.